Manufacturer narrative:
(B)(4).

Event description:
It was reported that starting over two days prior, the pt experienced a shocking or jolting sensation. The programmer was showing battery level at full and recharger was showing battery level at half full. The pt recharged the battery to full but then experienced the shocking and jolting. It was later reported that the shocking occurred only about once or twice. Impedance readings were >10,000 ohms when tested at .7v, but therapy impedance measurements were within the normal range. The pt could not tolerate stimulation above 1.5v so additional impedance measurements could not be taken. Additional info has been requested, a follow-up report will be sent if additional info becomes available.